Event description:
It has been reported that the subdural catheter did not function when connected to 3 different ventrix monitors. The device was never in contact with a pt.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.